Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed using an unspecified xience alpine stent delivery system (sds). The sds failed to cross the target lesion due to the anatomy. During imaging, the physician was attempting to re-position the stent when it was observed that the stent dislodged off the balloon, but remained on the guide wire. The stent was able to be removed with the sds and guide wire. The procedure was successfully completed with an unspecified xience alpine stent. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.